Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient started a peripheral nerve evaluation trial implant the prior day and was having severe pain in her tailbone and in the tailbone area. The patient had a smashed tailbone from a previous injury prior to trial implant. The pain started several hours after the patient came home from trial implant, she had a pretty bad night, and she was still in a good deal of pain the day of the report. The patient¿s healthcare provider was contacted and told the patient to take some ibuprofen, which gave her partial relief. The patient had the trial because of an ongoing bowel problem for 15 years and had yet to see any results from the trial. The patient followed up in the office on (B)(6) 2015. There was 50 percent or greater symptom reduction. The cause of the event was that the lead moved out of place shortly after the trial started. Interventions included having the patient change sides and settings and then eventually the device was turned off. The patient recovered without permanent impairment.